Event description:
It was reported that the insulin pump was giving more insulin than that was programmed to give. Customer stated that his blood glucose was dropping lower than what it should drop. He stated that he checked the insulin pump by running bolus of 0.3 units. Customer stated that the insulin pump alarmed that is done, but continued giving insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.